Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device met longevity expectations. Device memory was reviewed and no error codes were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.